Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The healthcare professional (hcp) of a clinical study reported that the device diagnosis was not applicable. The clinical diagnosis was possible stimulation pocket infection. The outcome was resolved without sequelae. Interventions included medications administered and antibiotics were given. Diagnostic methods included examination. There was redness at stimulation pocket surgical incision. The etiology was noted as not related to the device or therapy and related to the implant procedure. The etiology was incisional site/device tract implantable neurostimulator (ins) pocket. Signs and symptoms included redness at the stimulation pocket surgical incision. No labs were taken. Antibiotics were given and that solved the issue. Relevant medical history included: lumbar radiculopathy spinal pain